Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the physician was unable to insert the mesh carrier into obturator internus muscle. The physician noted that the patient's pubic bone and pubic rami were too wide and big. The physician did not encounter bone with the device. The mesh carrier was fully seated on the shaft tip prior to the placement of the device and the procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).